Manufacturer narrative:
The harmonic ace instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a cracked blade near the base of the blade.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade broke and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed and no fragment remained in the patient. The procedure was completed with no further issues reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis as of the date of this report.